Event description:
At the end of the surgical case when the lighted deaver retractor was lifted off of the patient, the staff noted a burn approximately 2 inches x 1 inch red with a blister on the patient's upper left chest. The metal connection between the lumitex lightmat ultra thin fiber optic mat and the pilling fiberoptic cable cord was hot to touch. All other device structures were cool to the touch. The surgeons were notified and applied bacitracin and silvadene to the site. The burn site was covered by the mastectomy dressing. The patient was discharged to home. The surgery lasted a total of 124 minutes. The lighted deaver was turned on intermittently throughout the procedure but remained in the same position. The lighted deaver was in direct contact with the patient's skin. The stryker light source was set at 100% output.operating room (or) staff at our facility has not had this experience before. The staff and surgeon are very familiar with this equipment and have used it on many cases without incident. The surgeon, however, said that she had a patient at another facility that sustained a 2nd and 3rd degree burn like this after the lighted deaver was lifted off of the field. In that case, the surgeon reported the facility but was unable to discover the root cause of the burn. Of note, this surgery was performed in one of our newly opened or rooms. In previous cases, or staff utilized portable light sources when they had these cases in our old or rooms. In this case, staff plugged the cable into the stryker light source on the boom in the or room. The pilling cable used in this case was a 5mm cable. It is visually identical to the 4mm cable. We are now in the process of labeling all cables so that staff can readily identify what size cable they have for the case. Lightnet recommends that a 4mm cable be used with their device. It is also important to note that both the 5mm and 4mm cables connect easily and without difficulty to the lightnet mat.the lightnet mat packaging clearly indicates that the maximum watt on the light source should be 300 watts. The stryker light source provides 400 watts, but is not labeled. We were able to find the wattage listing in the stryker manual, but it is difficult to interpret and does not readily indicate that the watt output of the device is 400. Biomed staff concurred. Clarification was obtained by calling stryker directly to obtain this information. We are in the process of labeling the light sources so that the staff knows the watt output. Our other portable light sources have outputs of 250 watts and 150 watts.the stryker l9000 light source, pilling 5 mm fiber optic cable and lumitex disposable pad were saved and taken to biomed for testing. The temperature at the connection between the fiber optic cable and the disposable pad was measured with a fluke 51 ii thermocouple thermometer (recently calibrated). After 30 minutes of operation the temperature of the connection stabilized at 150f. We tested two other light sources. A pilling model 529318 with a maximum output of 250 w stabilized at 97.8f after 30 minutes. A pilling model 521147 with a maximum output of 150 w stabilized at 98.5f after 30 minutes. We also tested the connector temperature using lumitex lightmat model 68683-1, 4mm x 240cm fiber optic cable. The connector using the stryker l9000 stabilized at 123.5f. With the pilling 250 watts light source the connector stabilized at 78.0f.photos of the devices involved in this event are available. The manufacturers of all devices related to this event have been notified of this occurrence.======================manufacturer response for light source, stryker (per site reporter).======================stryker was contacted. Our call was directed to tech support, who furnished the light source output information (400 w). The output was not labeled on the device or easily discernable in the operator's manual.